Manufacturer narrative:
D4: unk. H6: unk. Manufacturer narrative: secondary surgical intervention to reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation twice. The lens was repositioned. A lens removal and replacement for a longer length lens is planned. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.